Event description:
It is reported that while setting the femur with the inserter, the feather mechanism at the plastic sides broke even though it wasn't hit hard with the hammer.

Manufacturer narrative:
This report will be amended when our investigation is complete.